Event description:
The complainant has reported that a male patient underwent a therapeutic multiple band ligator procedure for treatment of bleeding esophageal varices. The clinican stated, that after suction had been applied to the bleed cite, he attempted to deploy three bands, from the superview super 7 ligator device, but none of the bands deployed. Another of the same device was utilized to successfully complete the procedure. The patient however, was admitted, but has since been discharged. A request of additional clinical information remains pending at this time. There is no further information available. Should any additional relevant information become available, a supplemental medwatch report will be submitted.

Manufacturer narrative:
This device has not been received by this manufacturer. An evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time.